Manufacturer narrative:
D4: possible lot numbers: 0000497817, 0000550754, 0000426596. D4: possible expiration dates: 12/31/2024, 02/28/2022, 08/31/2024. D4: possible udis: (B)(4). D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted. E1: phone number: unknown. H4: possible device manufacture dates: 07/18/2024, 03/19/2024, 09/21/2023. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. Since the sample was not available for evaluation, the complaint could not be confirmed. The exact root cause was unable to be determined. It is possible that the device was inserted with insufficient angulation which resulted in insertion difficulty. The device history record (DHR) review determined that the device was in a conforming state when released from terumo control. There is no indication that any manufacturing, design, or quality system issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the failure mode and effects analysis (fmea).

Event description:
The user facility reported that intervention via right femoral artery was performed via 5 french procedural sheath. The dilator was inserted into the sheath shaft with no problems. The dilator-sheath combination could not be inserted into the vessel. The white shaft was 1 to 2 cm below skin level; therefore, it could be that it got stuck at the transition from dilator to sheath. The wire went in without any problems. Even with more force it was not possible, and twisting did not help. They changed to a stiffer, longer wire. This went in without any problems; however, the dilator with lock did not. There were no problems with puncture. Manual compression was done by hand. The patient was in stable condition. The procedure performed was a coronary angiography. Hemostasis was achieved by manual compression. There were no difficulties with arterial access, sheath, guidewire, or catheter insertion. A pre-deployment angiogram was not performed. There were issues with insertion, deployment, or withdrawal of the device. Bleeding occurred in the procedure room; however, the estimated blood loss was less than 250cc's. There was no harm to the patient. The patient had an extended hospitalization due to the event. The patient did not require surgical intervention. A computerized tomography (CT) or ultrasound was not performed to diagnose the bleed. The patient did not receive a blood transfusion.